Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient is having a colonoscopy and the device is nonfunctional, but the status is unclear. The device is still in use. No patient complications have been reported as a result of this event.